Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices could not confirm the stated failure mode. The stem has some stains and scratches from the attempted insertion. The broach is very worn with many nicks and gouges in the cutting teeth. The devices were manufactured in 20005 and 2019. A dimensional inspection confirmed that the broach was oversized. A dimensional inspection found the stem to be within specification. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. The likely probable cause of this event is a manufacturing process error. This failure was evaluated for potential corrective action and was found to be isolated at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices could not confirm the stated failure mode. The stem has some stains and scratches from the attempted insertion. The broach is very worn with many nicks and gouges in the cutting teeth. The devices were manufactured in 20005 and 2019. A dimensional inspection confirmed that the broach was oversized. The dimensional inspection found the stem to be within specification. This failure was evaluated through our internal quality hold process and was found to be isolated. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the surgeon broached up to a 6 anthology and when the stem was implanted it sunk beyond where the broach sat. A s&n higher size stem was used to complete the procedure. No delay or injury reported.